Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 18 days due to dehiscence of the prosthetic valve. Per the op report, the patient initially had done well post-implant of this device. Approximately 4 or 5 days postop, he had an episode of hypotension and it was initially thought that his hypotension had caused some end-organ damage with approximately 12-14 hours of pressures in the 80s. The patient actually went into renal failure requiring hemodialysis and seemed to be getting better. The patient also had an event of thrombotic thrombocytopenia, in which he recovered. Subsequently, an echocardiogram was performed for the patient's cardiac function, which demonstrated dehiscence of the prosthetic aortic valve in the right coronary leaflet area. Therefore, redo-aortic valve replacement was scheduled. During explantation of the valve, it was noted that 1 or 2 sutures pulled through the annulus. Approximately a 7 mm tear in the annulus in the area of the right coronary was observed where the dehiscence had occurred. This was trimmed out and a 23 mm edwards valve was implanted. The device seated very easily and there was no evidence of the sutures pulling through the annulus. There was good aortic valve function and no evidence of perivalvular leak on tee at the end of the procedure.

Manufacturer narrative:
(B)(4). Prosthetic valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. In this case, sutures were noted to be pulling through the annulus; however, there is insufficient information to conclusively determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible.